Event description:
Product analysis (pa) was completed for explanted generator. The visual observations are most likely associated with manipulation of the device during the implant/explant procedures. Residue was observed on the pulse generator feed-thru assembly and is related to the manufacturing process of the component. An interrogation, system diagnostic tests, and a comprehensive automated electrical evaluation were performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. Product analysis (pa) was also completed for explanted lead. The lead assembly was returned for analysis due to fracture of lead(s). The allegations of fracture of lead(s) was not confirmed. Due to the condition of returned lead portion, as received, continuity checks could not be performed because the coils are recessed inside ring connector. X-rays taken of the generator and returned lead portion, as received, show the lead connector was properly inserted into generator, indicating a proper mechanical contact between pin and generator. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Note that since the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
Explanted generator and lead were received into product analysis. Analysis has not been completed to date.

Manufacturer narrative:
H3 other text: 2.

Event description:
It was reported that patient presented with high impedance and had a generator and lead replacement. High impedance was then resolved. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.